Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and spouse experienced difficulty reconnecting to the ilet after receiving an empty pre-filled cartridge from the distributor, which led to confusion during the fill tubing stage and necessitated a rewind of the piston and a full supply change. A sensor error occurred after the supply change, and the user recorded a fingerstick blood glucose of 189 mg/dl, with hyperglycemia attributed to an unclear cause and resolved by reconnecting to the pump. Symptoms included not feeling well. Outcomes included no hospitalization or professional intervention for the blood glucose level. Investigation included troubleshooting support and user education. Investigation of this case revealed an unclear root cause for the hyperglycemia, with no confirmed device malfunction and no component failure identified. It was concluded, based on prior similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.